Event description:
Abbott lifeshield latex free #19197. Extension set, 8 inch with clave and option lock, lot # 82216hg01. Problem statement: the clave adaptor has to be forcibly tightened with forceps. Hand tightening will not keep the connection secure.